Event description:
The customer was hospitalized for low bgs. Troubleshooting was performed. The family member stated that the pump over delivered insulin. In addition, the family member stated that pt is now in middle school, which required an hour of physical education involving vigorous activity.